Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. Sensing - oversensing: 1 - ventricular nst=210 ms between (B)(6) 2011 01:00:18.

Event description:
It was reported that the patient had an episode of ventricular fibrillation (vf) which was treated with a shock. It was suspected that the vf episode had been caused by the device's capture management. The device remains in use. Not further patient complications have been reported as a result of this event.